Event description:
The customer alleged they received questionable creatinine plus (crep) and bun results on their p-module. The customer provided data for two patients, one of which had a discrepant crep result that was reported outside the laboratory. The customer stated both sample were checked for clots and none were found and there were no interferences. The customer stated the patient samples were processed on their modular pre analytics device. The patient's initial crep result was 2.17 mg/dl. The result was questioned by the nurse so the sample was repeated. The repeat result was 1.14 mg/dl and it was considered correct. There were no adverse events. The crep r1 reagent lot number was 68725701 and the expiration date was 04/30/2014. The crep r2 reagent lot number was 68412801 and the expiration date was 02/28/2014. The field service representative found that the sample probe needed cleaning. He checked the gear pump pressure, the rinse mechanism, the dispense, and alignments. He cleaned the sample probe assembly. He verified the precision test. The customer verified the quality control per the laboratory's quality control program.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.